Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient was having shortness of breath (sob) with exertion. It was reported that the patient turned off the stimulator and the sob went away. It was reported that the patient had cardiac history that may have contributed to the issue. The clinical specialist checked impedances and electrode 5 and 6 were greater than 10, 000 ohms, but were not being used. It was reported that the pain coverage across their back was good. The patient¿s nurse practitioner (np) ordered that the patient go see their cardiologist as soon as possible and stated that they didn¿t believe that it had anything to do with the stimulator. It was reported that the issue was resolved at the time of the report. No surgical intervention occurred or was planned. No further complications were reported/anticipated.